Manufacturer narrative:
The manufacturer followed up with the user to request return of the mask for investigation. The user discarded the mask. No reference number or lot number is available. The wisp nasal mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66lbs/30kg) for whom CPAP or bi-level therapy has been prescribed. Labeling included with this mask warn the user "consult a physician or dentist if you encounter tooth, gum, or jaw soreness. Use of a mask may aggravate an existing dental condition." Based on the information available, the manufacturer is unable to confirm the user's allegation she required surgery to repair shifting teeth as a result of use of this mask, and that no further action is necessary.

Event description:
The manufacturer was made aware of an allegation by an end user that she required surgery (labial frenotomy) and a bone graft due to her front teeth shifting while using the wisp nasal mask. The user stated the event occurred "sometime between 2017 and 2018". The length of time the mask was in use is unknown; however, the user stated it took "a couple of years" of use before she required surgery. No lot number or part number has been provided. Part number 1094051 is being assigned for this report for trending purposes only, and may change if additional information is provided. The manufacturer's investigation is on-going. Upon completion of the manufacturer's investigation, a follow up report will be filed.